Event description:
Boston scientific received information that this patient presented with diaphragmatic stimulation. The device was reprogrammed and an x-ray was scheduled. Additional information provided noted that a lead repositioned procedure will be taking place, as the x-ray revealed that the this left ventricular lead had micro-dislodged. No adverse patient effects were reported.

Manufacturer narrative:
Additional information provided noted that this lead was removed. A new lead was successfully implanted. The explanted lead will be returned for analysis. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing confirmed the leads electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.